Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram, once every 3 days, ongoing and route not reported), fortum injection (500 mg, ongoing, route and frequency was not reported), amikacin injection (250 mg, once a day, ongoing and route not reported), refline injection (250 mg, ongoing, route and frequency not reported) and heparin injection (1000units each bags, ongoing, route and frequency not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.